Event description:
We were informed on september 25, 2024 about an event regarding a patient with (B)(6) spinal cord stimulation (scs) system. The patient underwent a procedure in which the (B)(6) system was replaced with a (B)(6) system because the (B)(6) system had issues. The physician's name is (B)(6), and the surgery occurred at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).